Event description:
It was reported that during surgical procedure at the user facility, the irrigation pump was working intermittently. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.